Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to deliver a shock during operational testing. There was no reported patient involvement.

Event description:
It was reported to philips that the device failed to deliver a shock during operational testing. There was no reported patient involvement. One processor pca was returned for failure analysis. The reported problem was duplicated during testing. The therapy connector j16 pins were found lifted causing the defib. Test failure during the operational check.